Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm with vomiting and dehydration; cause was unknown. Elevated bg was addressed via a manual injection and supply change. Tandem technical support commenced conducting system check. However, the customer declined to remove and inspect current infusion set as they had already changed the prior set and wanted to see if this would address the issue as they didnt notice any bends or kinks. Customer was instructed to consult with their healthcare provider.